Event description:
The customer reported that a leak was observed during a parenteral nutrition. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation and results should the device be received for evaluation.